Manufacturer narrative:
Patient demographic information has been requested. No information has been received from the site. A medtronic representative inspected the imaging system on-site and was not able to replicate the reported issue. The system functioned normally during on-site testing. The complaint could not be confirmed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was booted up and a red x was displayed for the status of the x-ray generator and the mobile view station (mvs). The site rebooted the system several times without resolution. The use of medtronic imaging was discontinued and the procedure was completed with a c-arm after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
Patient information provided. A review of the software logs found that they don't seem to match the user's description of the problem. The system appears to reach 2d mode after boot-up each time. There is not enough information to draw a conclusion. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.